Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer had any hearing sensation. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode appears very likely. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The patient no longer has any hearing sensation. No trauma has been reported. Re-implantation is considered.